Manufacturer narrative:
The relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had complained of not getting good pain relief and the managing doctor (md) had attempted to do a catheter access port (cap) dye study and was unable to aspirate. When the md attempted to aspirate the patient complained of pain to the spinal end of the catheter. Imaging was done and it appeared the catheter tip was up against the spinal cord. The md was wanting to pull the catheter down. No further complications were expected or anticipated.